Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2011 and a drain was placed at the axilla. Later that same day, the reservoir was checked and the amount of fluid was low. The wound site was a little enlarged. The reservoir was replaced with a same like device. The patient did well following the reservoir replacement. There were no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.